Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) following the implant of a left ventricular assist device. The oversensing subsided 45 minutes following the surgical procedure. The rv lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).